Event description:
It was reported that the patient was having persistent cerebrospinal fluid headaches. The cause of the event was confirmed via MRI to be a cerebrospinal fluid leak at the 9th thoracic vertebra. About three weeks later, it was reported that the patient had worked with a neurosurgeon to close the dural tear. At the time of report, the patient had been discharged and was at home recovering. The drug used in the system was hydromorphone.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).